Manufacturer narrative:
According to available information, this device remains implanted and in service. No further treatment was required. Should additoinal information become available, this event will be updated.

Event description:
Boston scientific received information that this defibrillator was successfully implanted. Post implant, the patient with this device hemorrhaged and was returned to the operating room for treatment of the hemorrhage and received two units of platelets. According to available information, this device remains implanted and no further adverse patient effects were reported.